Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: a 600cc memorygel siltex round becker 50 cohesive I implant, catalog #354-3030, lot #74085. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with a 600cc mentor siltex becker 50 prosthesis. The patient noted bilateral rupture post procedure. No official diagnosis is known. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on (B)(6) 2018. Bilateral prosthesis replacement with 500cc mentor memorygel breast implants took place on (B)(6) 2018. Also, right sided capsular contracture was indicated. (B)(4).